Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) after experiencing diabetic ketoacidosis and elevated blood glucose (bg) levels above 600 (mg/dl). Reportedly, the contact believes the customer was not testing their bg levels frequently enough and that they enter the incorrect amount of carbohydrates for their bolus and that this accounted for their elevated bg levels. Prior to ER visit correction boluses were delivered to address bg levels. While in the emergency room, the customer was treated with intravenous insulin and fluids. The customer was released 2 hours later with a bg level of approximately 200 (mg/dl).